Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was knotted and could not be extracted from the left ventricular (lv) lead. It was further noted that the physician could not screw back the helix of the lv lead. During the retrieval attempt, pulling on the hybrid wire and advancing the internal catheter resulted in pericardial effusion. The lv lead, catheter and guidewire were removed and replaced. No further patient complications have been reported as a result of this event.